Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. Returned start-x tip ems insert 3 is actually broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Information available about technique didn't show any discrepancy from the customer (power setting is as recommended, between 4 and 7 according to the dfu). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a start-x tip broke during use; no injury resulted and all the broken parts have been retrieved from the patient's mouth.